Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the balloon did not deflate and they had to puncture it to be removed. They put 300 ml into the balloon then the customer got 60 ml out via syringe and they could not remove any more; it would not pull the air back. The customer moved the y-connector around and tried to put 20 ml back but it would not go in. They tried to remove it again and only 30 ml came back. The customer disconnected all lines and tried to bypass the y-connector but it did not work. The physician popped the balloon but it did not come out with the rest of the catheter cover during the removal of the catheter. A part of the balloon sheath was left in-situ to be removed via natural body motions. The catheter worked correctly during previous procedure.